Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported ¿left side exchange from textured to smooth due to the patient concern with the product¿. Healthcare professional additionally reported left side rupture upon explant. Device has been explanted.